Manufacturer narrative:
The mmi pcb assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the mmi pcb assembly did not reveal any signs of physical damage or abuse. During testing of this component with a test ventilator, no observations or errors were noted - all testing produced results that were within the required specifications. This mmi board was tested and no failures were identified.

Event description:
The customer reported a ventilator with diagnostic code 3153 (touch screen failure) during servicing. No patient involvement.